Manufacturer narrative:
(B)(6). Weight capacity of chair 350 lbs. Weight capacity found under product specifications on the invacare site. Should additional information become available a supplemental record will be filed.

Event description:
End user states she leaned forward in the chair about six months ago and the right side caster fell off of the chair and the caster wobbles now and the end user has not used the chair, a friend has given her a loaner chair. (B)(6). End user was advised weight limit for chair is 350 pounds.